Event description:
Pt reported chest pain and air embolism symptoms and was admitted to hosp where he was diagnosed as such. Pt was vigilant and phoned hosp when he noticed symptoms and observed bag spike perforating the IV bag and leakage of the IV solution. Spike on end of administration set was advanced beyond the re-enforced segment of IV bag. Pt discharged from hosp and is still using the administration sets.